Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient experienced hyperglycemia on the first day of insertion in the abdomen on (B)(6) 2026, with levels remaining elevated for three to four hours.the blood glucose level was 280 mg/dl and the patient got treated with insulin by pump. No further information is available.